Event description:
Major pump unit(s) involved: device thrombosis. Additional text: power increased. Not taking anticoagulants. Device stopped specific component(s). Involved: other component malfunction, specify additional text: other component: no device malfunction as result was expected causative or contributing factor: no specific contributing cause identified.

Event description:
Major pump unit(s) involved: device thrombosis.specific component(s) involved: other component malfunction, specify.